Manufacturer narrative:
This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient had a revision hip surgery on (B)(6) 2019 due to a mal-union. Initially, the patient was implanted with proximal femoral nail antirotation (pfna) for a hip fracture on an unknown date. Thus, a reoperation was performed to remove an unknown pfna nail and to replace with an unknown locking compression plate (lcp). During revision surgery, it was noticed that the nail was broken; however, x-rays taken four days prior to the surgery showed an intact nail. All the hardware was removed. The procedure was successfully completed with a 90 minutes surgical delay. Patient status is unknown. This report captures post-op event that involves a broken nail while related complaint (B)(4) captures another post-op event that involves mal-union. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1); unknown pfna blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown pfna nail. This is report 1 of 1 for complaint (B)(4).